Event description:
It was reported that the patient presented complaining of chest pain. Loss of right ventricular capture was noted. The patient was sent to the emergency room, where cardiac perforation was discovered. The lead was explanted and replaced with an epicardial lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.